Event description:
It was reported by service report that the footboard lid/hinge plate and the power cord were damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged power cord. Damaged footboard lid/hinge plate.